Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated

Event description:
Boston scientific crm received information that this chronic right ventricular (rv) defibrillation lead exhibited multiple episodes with noisy signals which were oversensed and resulted in asystole. The patient was pacemaker dependent and experienced a syncopal episode. The noise appeared "cyclical" with isometrics but appeared "fine" on stored electrograms. The episodes date back to implant. Anti-tachycardia pacing (atp) was delivered for some episodes. Impedance was stable and within range during isometrics. Thresholds were acceptable. Technical services discussed that the morphology of the noise could indicate lead on lead interaction. The physician was considering a lead revision.

Manufacturer narrative:
It was later reported that this lead was explanted and a new boston scientific defibrillation lead was implanted higher on the septum. The physician decided to leave the surgically abandoned lead implanted. No further episodes of noise have been noted since the revision. At this time the lead has not been returned to boston scientific crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
It was later reported that the lead was damaged during the extraction and was in pieces. The lead was discarded. As the lead will not be returned, clinical observations cannot be confirmed.

Manufacturer narrative:
It was later reported that a temporary pacemaker wire had been implanted and a revision was planned. The representative said the noise did not resemble "true noise", rather "chatter" between the leads. Technical services (ts) asked about lead positions. This lead is more apical than the surgically abandoned rv defibrillation lead, which is approximately 2 cm from the apex. The lead tips are spaced apart. Ts discussed how even if the lead tips are apart, chatter can result if the coils are touching. They physician contemplated removing this lead and using the surgically abandoned lead vs removing both rv leads and implanting a new lead. Ts discussed this would be the physician's discretion but removing both leads may present a higher risk to the patient. Ts then noted that it had been reported in the past that the is-1 pin of the surgically abandoned lead was fractured so this lead cannot be used. The representative will discuss options with the physician. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated